Event description:
The end user reported while a medic crew was pushing the empty stretcher in a medical facility, one of the medics alleged feeling and hearing a shock while touching the stretcher. No alleged injuries were reported and no medical intervention was sought. The patient transport was able to be completed via a backup stretcher and truck with no adverse health consequences to the patient. The serial number of the subject stretcher was not provided.